Event description:
During deployment, the user is questioning the "no shock advised" notification given by the device during deployment.

Manufacturer narrative:
(B)(4). Device eval pending. UDI #: na.